Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a procedure there was low aspiration. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicated that the low aspiration occurred during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and no problem was found. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).